Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that a fiber metal burr was found on a cup during the process of opening the sterile package. The surgery nurse felt a sharp cut on her hand holding the cup, and noticed that both sets of gloves were penetrated by a piece of fiber metal. A part of the burr became imbedded in the nurse's finger, and was removed with tweezers. The an alternate device was used for the surgery. During the cleaning process, the remaining burr washed or broke off. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
His report is being submitted to relay additional information. The following sections have been updated: event, concomitant medical products, PMA/510k, type of reportable event, if follow-up, what type, device evaluated by MFR. Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection, the shell didn't show any fiber strands sticking outward. However, during the inspection it could be felt that the fiber metal was sharp around the outside diameter. The fiber metal did catch on the gloves during lab inspection. No other damage was noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.